Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300mg/dl. The customer experienced symptoms such as difficulty breathing and irregular heartbeat. The customer was treated with insulin IV. The customer was wearing the insulin pump during the hospitalization. Customer's mother was assisted with troubleshooting for high readings and insulin pump pass high pressure test. Customer's mother was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the insulin pump will not be returned for analysis.